Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the complete lead was returned severed in two segments and the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. During the procedure, the lead exhibited helix retraction issues. The lead was extracted with the use of laser. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was returned for product analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. During the procedure, the lead exhibited helix retraction issues. The lead was extracted with the use of laser. No additional adverse patient effects were reported.